Event description:
It was reported that during a combo exam she got an error, which caused the patient to be re-exposed. It was determined that the filter got stuck between exposures and needed to be rebooted. Once this was done, the system is working as intended.